Manufacturer narrative:
As per the contour next link 2.4 meter user guide, "wash hands and dry well before handling to keep the meter and test strips free of water, oils and other contaminants." The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
An advocate reported that the customer was in the hospital for an event unrelated to diabetes. While the customer was in the hospital, a comparison testing was performed between the customer's contour next link 2.4 meter and the hospital's meter. The blood glucose reading obtained on the contour next link 2.4 meter was 90 mg/dl higher compared to that obtained on the hospital's meter. No specific readings were provided. The customer received more than usual insulin. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was set to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. The in-house contour next test strips from lot # 9fpeg10c, which was implicated to be involved in the event was not available in the quality laboratory for testing. Therefore, a similar lot # 9fpeg10a was used for in-house testing. The in-house contour next link 2.4 meter was tested with the in-house test strips, which gave a satisfactory performance.